Manufacturer narrative:
This report is being supplemented to provide additional information based on results of an olympus endoscopy support specialist (ess) visit of the user facility and the legal manufacturer's (lm) final investigation. On (B)(6) 2023 ess performed a repair reduction observation at the facility. During the observation the ess observed the staff members follow the process of manual cleaning as listed in the reprocessing manual. Ess did observe the staff using third party brushes, but facility also uses olympus brushes as well. Facility stated they use third party brushes in normal cleaning of scopes and on for positive cultures the facility tests the scope three times. On the first two cultures facility uses third party brushes and for a third and final culture facility brushes with the olympus brush listed for that scope as stated in the reprocessing manual. Facility manager informed ess that the scope had is biopsy channel replaced after it was sent into the repair center. Ess recommended to the staff and manager to use olympus brushes moving forward. The reprocessing steps provided by the user were reviewed by the lm where the following deviation from instructions for use (IFU) was confirmed: - water was not aspirated through the instrument/suction channel with a suction pump the user declined third-party culture testing by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination during monthly cultures. The issue occurred during reprocessing. Due to the microorganisms found, the lab thought the contamination were due to the collection process. The scope was sent for repair out of caution to ensure there was no damage to any of the internal channels. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device was not used in a procedure after testing positive and the scope was not etq sterilized. The scope was last reprocessed (B)(6) 2023. There was no delay to the start of precleaning the device. Water was not aspirated through the instrument/suction channel with a suction pump and there were no abnormalities with the reprocessing accessories. Manual cleaning was done within an hour after the procedure and the scope passed a leak test. Ecolab enzymatic detergent was used as the detergent for manual cleaning. The instrument, suction, and air/water valve were brushed during manual cleaning. An evotech automatic endoscope reprocessor (aer) was used with asp cidozyme extra detergent and asp cidex opa disinfection. All scope channels were connected with tubes during reprocessing with the aer. The scope was stored in a harloff sure dry scope cabinet with dri-scope tracker system. The last reprocessing in-service at the site was on noted to be on (B)(6) 2023 during device evaluation at olympus, the biopsy channel was inspected with a boroscope that was inserted through the distal end side of the channel. Near the entry of the biopsy channel at the distal end side, there were significant scratches and tears. There were no signs of stains or foreign material inside of the channel. External surface had no signs of stains or foreign materials present. The bending section cover adhesive at the distal end side had cracks. Evaluation also found the instrument channel was leaking, the image had white dots, and the label was not properly affixed. An olympus endoscopic support specialist (ess) was scheduled to visit the site on (B)(6) 2023 for a reprocessing in-service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.